Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2018. The customer's blood glucose level was 700 mg/dl at the time of incident and the current blood glucose level was 120 mg/dl. Customer reported symptoms such as nausea, vomiting, blurry vision and puffed up face. The customer was treated with insulin drip and manual injection for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. Customer declined for troubleshooting for high blood glucose level. The insulin pump will returned for analysis.